Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
An additional right heart catheterization was performed on (B)(6) 2023 and the sensor baseline was decreased by 10.6mmhg.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated at the time of event. A recalibration of the sensor via the patient care network website was requested by the physician on april 24, 2023 based on the values obtained during the right heart catheterization procedure on (B)(6) 2023. The sensor baseline was increased by 21 mmhg.